Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the patient was intubated and transferred to the intensive care unit post surgery, the 760 ventilator had a power failure and stopped delivering breaths to the patient. The patient was removed from the ventilator and placed on an alternate ventilator without harm.